Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 352 mg/dl and it was addressed with a manual injection. The customer's bg level was 216 mg/dl by the end of the report. It was reported that the customer believes that the elevated bg level was related to high amounts of stress and possibly improper pump settings. Reportedly, the customer is discussing the pump settings with their healthcare provider.